Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that one staple was misaligned and stuck in the front of the device. The stapler was returned with 28 staples remaining in the cover block, indicating that at least 7 staples were fired by the end user. The trigger was not returned engaged. Clear evidence of use in the form of biological material was present on the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the misaligned staple stuck in the front of the device fell out. The next staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.